Event description:
Patient (pt) rep (B)(6), phone #(B)(6), called with the patient. Pt reported they received a battery pack 2 weeks ago-see rtg0370265. Since pt nothing seemed to work right. We determined that ins is loosing charge and turns off. Pt said it works for a few days and then won't work and says no stimulation. Reviewed pt needs to monitor the charging level and charge more frequently. On the call both batteries were green. It said stimulation was off. Assisted turning stim back on and pt confirmed they felt stim in the leg now. Pt asked if they should turn stim down if it felt too strong and if pt looses charge too frequently. Pt turned down stim on the call. Troubleshooting resolved the reported issue. Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was caller/pt said the ins went down to the red and then turned off last night. Pt said the stimulation was raised and now runs out all of the time (see rtg0378384 for stimulation increase). Pt also mentioned they received a replacement and had been having trouble since the received the replacement (rtg0370265). Pt said they had spoke with someone on the phone to lower the stimulation yesterday (said it was the ps number and unsure who it was). Pss walked pt through lowering their stimulation, pt said they lowered it to 5.5 and then said they could no longer feel it in their leg. Pt said they could feel it in their leg before it was lowered and then tried increasing it back up to 6.5 and said they still could not feel it in their leg (rtg0378384). The patient was redirected to their healthcare provider to further address the issue. Pt rep and pt called back saying they were told to contact hcp, but hcp doesn't do anything with the ins. Pss tried to have caller explain their reason for call, and they eventually said they needed help decreasing stim again as they wanted stim intensity lower so ins battery didn't run out overnight. Pss walked pt through decreasing stim again, but pt said they didn't feel stim and used to feel stim. Pss reviewed role of rep and that they would need to meet in a clinical setting and that doctor's office usually contacted the rep for pts. Pss sent an fyi to field team in pt's area as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was last week stimulation was very intense, high. All of a sudden this week pt stopped feeling stim. Pt said the controller showed both batteries at 100%. Pt wanted to know how to tell if stimulation was working or not. Patient services (pss) had put use the controller on the call. It said 'stimulation off'.  Pss had pt turn stim on. Pt still felt no stim. Pt increased stim and confirmed they felt stim in the leg now. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that change in activity level led to stimulation being high/ stopped feeling stimulation. Patient reported they met with rep and issue was resolved.